Manufacturer narrative:
(B)(4)

Event description:
During an atrial fibrillation procedure, the catheter became lodged in the left atrium. An inquiry afocus ii catheter was advanced into the left atrium and geometry was collected. After mapping was initiated, the catheter could not be manipulated, became twisted in the left atrium and could not be removed. A guiding introducer was advanced to assist with removal and the catheter was replaced to successfully complete the procedure with no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). One inquiry afocus ii diagnostic catheter was received for evaluation. The results of the investigation concluded that the catheter was fractured and separated into three pieces. In addition, the catheter shaft was kinked and twisted, and the spring body tube and internal wires were removed from the proximal pieces of the catheter shaft. Functional testing of the device was not possible due to the catheter being received in three pieces. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the damage to the catheter is consistent with damage to the device during use. The cause of the reported event remains unknown.